Event description:
A female patient experienced a suspected infectious corneal ulcer in the left eye while using renu with moistureloc multi-purpose solution. The patient sought treatment from an eye doctor in 2005, and presented with a small, suspected infectious, corneal ulcer in the left eye. The infection appeared to be bacterial in origin; however, no culture was performed. The doctor reported there were two small corneal infiltrates in the central corneal. He prescribed zymar, every 15 minutes for 2 hours and then every hour, as treatment. The patient had a follow-up appointment in 2006, and her condition was improving.

Manufacturer narrative:
Although this complaint is unrelated, bausch and lomb initiated an investigation that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced lots. The conclusion of this investigation is that some aspect of the moistureloc formula may be increasing the relative risk of fungal keratitis in unusual circumstances. We are continuing to investigate this link but in the meantime, we are taking the most responsible action in the interest of our customers by discontinuing the moistureloc formula and recalling all distributed product.